Event description:
The account alleged the nurse call is not being placed to the nurse's station when the bed exit is activated. No patient impact.

Manufacturer narrative:
The technician found the communication cable was disconnected from the bed. The technician reconnected the communication cable to the bed to resolve the issue.